Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from brazil, a patient with an unknown edwards valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to a deficiency of the surgical device.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer) and h6 (component code). Added information to section a2 (age at time of the event). H10: additional manufacturer narrative: it was initially reported that a patient with an unknown edwards valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to a deficiency of the surgical device. However, through investigation, it was learnt that the 76-year-old patient underwent a valve-in-valve procedure after an implant duration of approximately twenty (20) years due to a deficiency of the surgical device. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. In this case, the valve was implanted for more than 10 years. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Per the report received from brazil, a 76-year-old patient with an unknown edwards valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately twenty (20) years due to a deficiency of the surgical device. Despite repeated attempts to receive further information regarding this event, no additional information was received from the customer.